Event description:
Procedure type: low anterior resection. According to the reporter: the staples did not fire properly. The surgeon cut, presuming ta staples had fired. No reinforcement material was used. There was a delay of more than 30 minutes, significant blood loss and tissue loss as further stapling and lower anastomosis was required. Please note, delay was hours long and pt received an unplanned colostomy.

Manufacturer narrative:
(B)(4).